Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the frame was broke at a weld. The dealer did not have specific details as to where on the chair the weld brake occurred.